Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had severe chest pain post implant of the right atrial (ra) lead and right ventricular (rv) lead. It was additionally reported that there was a possible lead perforation. Pericardiocentesis was performed to relieve the patient's symptoms. A revision was done and the leads were repositioned. The leads remain in use. No further patient complications have been reported as a result of this event.